Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist, approximately four years and nine month post transcatheter aortic valve replacement (tavr) procedure using a 26 mm sapien 3 ultra valve, there is stenosis and aortic insufficiency of the valve. According to the medical record a transesophageal echocardiogram (tee) was performed approximately 4 years and 8 months post implant.. The indication for the exam was nonrheumatic aortic stenosis. Results of the exam noted a large mobile left atrial appendage thrombus, moderate central aortic regurgitation, calcified prosthetic valve leaflets with restricted opening. Gradients were not obtained due to avoiding trans gastric imaging due to recent gi bleed. Approximately 1 week later the patient was admitted to the hospital with the chief complaint of leg swelling and was found to be hypotensive and in shock due to unspecified etiology. The patient was started on pressor support, diuretics and hemodialysis. The patient was also experiencing thrombocytopenia, a hemolysis panel was ordered, but it was felt it was likely due to sepsis, toxicity related to alcohol abuse. Cardiology consult was requested for cardiac management, chf, severe prosthetic aortic valve stenosis, left atrial appendage thrombus, and afib. The patient was discharged to long term acute care facility 7 days later, for monitoring while weaning pressor support and advancing diet.